Manufacturer narrative:
The reported event of device reset was not confirmed. As received, the device was at the elective replacement indicator (eri) level. Device image and session record were analyzed, and no anomalies were found. Further electrical testing was performed, and the device passed all functional test. Longevity assessment was performed, and the device was found to have normal battery depletion based on usage.

Event description:
It was reported that the device was in backup vvi mode. The device had reached the elective replacement indicator (eri) on (B)(6) 2025. The device was partially restored from bvvi post-op to turn tachy therapy off. The device was explanted and replaced. The patient was stable before, during, and after the procedure.